Event description:
It was reported that the pt has been having painful sensations (he cries) when being stimulated, even at low stimulation levels. The pt also rejects the coil and speech processor. Another speech processor and coil were tried, but with the same results.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.